Event description:
It was reported that stent failed to expand. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified carotid artery. A 10.0-24 carotid wallstent self expanding was selected for use. During the procedure, after the stent was released, the middle section of the stent did not deploy. When the inner sheath was retracted, the stent dropped about 1-2cm towards the proximal end. The stent basically covered the lesion segment and was left implanted. No other treatment was performed. There were no patient complications as a result of this event.

Event description:
It was reported that stent failed to expand. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified carotid artery. A 10.0-24 carotid wallstent self expanding was selected for use. During the procedure, after the stent was released, the middle section of the stent did not deploy. When the inner sheath was retracted, the stent dropped about 1-2cm towards the proximal end. The stent basically covered the lesion segment and was left implanted. No other treatment was performed. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the device was returned with the stent already deployed from the delivery system. The deployed stent was not returned with the device. The device was in a undeployed state. A visual and tactile examination identified no issues with the sheath of the device. No other issues were identified with the device.